Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that there was a problem with the endobuttons. One of the endobutton's drawstrings broke, so the self-tightening knot could no longer be used. Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. It was confirmed that the reported failure occurred on the 16th of july during an anterior cruciate ligament surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
Additional information: it was confirmed that the reported failure occurred on the 16th of july during an anterior cruciate ligament surgery. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.